Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x3.5mm, concentric, de novo target lesion was located in a mildly tortuous and a mildly calcified left anterior descending (lad) artery. After crossing of a non-bsc guide wire, pre-dilation was done using a non-bsc balloon. While advancing a 3.50x28mm promus element ¿ drug-eluting stent, significant resistance was encountered. After the stent was deployed, the physician noted a dissection at the distal site of the stent and decided to use a 3.0x12mm promus element drug-eluting stent to cover the dissection. No further patient complications were reported and the patient's status was stable.